Event description:
The customer's mother reported that the customer was hospitalized due to high blood glucose levels greater than 400 mg/dl. The customer was experiencing nausea as well. The mother and doctor both felt that the insulin pump should be replaced. Troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.